Event description:
The customer reported that the system would not display a fluoroscopy image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The dspm and dsad memory cards were identified as being faulty. No further repair information is available at this time.